Manufacturer narrative:
(B) (4): evaluation results: death, endoleak; pre-operative rupturing thoracic aortic aneurysm. Conclusion: pre-operative thoracic aortic dissection.

Event description:
A talent stent graft device was implanted into a pt for the emergent treatment of a rupturing thoracic aortic aneurysm. It was reported that prior to deployment completion, the physician was preparing to take images, the stent graft moved and ended up in the aneurysm sac (MFR# 2953200-2010-00919). Another talent proximal main stent graft was implanted and landed perfectly at the carotid artery, and then two more talent devices were implanted. There appeared to be a good seal at the end of the case. The pt presented for 30 day follow-up and a routine CT demonstrated there might be a type iii endoleak. The physician planned on treating the pt in the near future. It was reported that the pt was home and became hypotensive. The pt was taken emergently to the hospital, due to loss of blood pressure. During the transportation, the pt coded and expired. It was reported that an autopsy was performed and it was noted that there was a type iii endoleak. (MFR # 2953200-2010-00921 and MFR # 2953200-2010-00922).